Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm, the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming, the blue soft cannula is inspected for any damage.

Event description:
It was reported, the patient's blood glucose level rose to 344 mg/dl, while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported, that the site had redness and was swollen.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. All three batteries were found to have insufficient voltage and the smc was found to be higher than expected. No damages or defects were observed that would result in irritation or swelling at the infusion site. The cause of the reported swelling and irritation at the infusion site could not be determined.